Event description:
Baxter affiliate reports one incident of bilateral acute anterior uveitis (or iridocyclochoroiditis). Luxazone collirium was administered. In 2001 patient exhibited vestibular syndrome and hypoacusia. "Tietilperazone" was administered per os. No further information available.